Event description:
The patient's blood glucose (bg) rose to 32 mmol/l (576 mg/dl) while wearing the pod on the abdomen for between 5 and 24 hours. The patient's parent reported that the pod was leaking insulin, which resulted in an ambulance ride to the hospital. Ketones were at 3.3 (units not provided) and patient experienced nausea and diarrhea/ loose stools. Upon detecting the insulin smell from the pod, the patient administered an additional bolus, consumed carbohydrates and drank water. Despite these measures, his bg continued to rise which prompted a call for emergency medical assistance. During transit, the patient received natriumchloride (9 mg/ml) 100 ml intravenous drip. At the hospital, patient was assessed by the nurse of having probable mild ketoacidosis. The pod remained in place during hospitalization. Treatment included 1 liter of ringer's acetate administered over six hours, with ongoing monitoring of glucose and ketones. Patient stayed overnight and was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported hospitalization and probable ketoacidosis.

Manufacturer narrative:
The device was received for evaluation the exposed portion of the soft cannula was found to have a tear and caused leakage. Fluid was observed exiting the tear. There were no other damages or defects found with the device.